Event description:
It was reported to boston scientific corporation that after successful placement of the first mesh leg during an anterior pelvic floor repair with apical support procedure using an uphold vaginal support system, the needle detached from the second mesh leg, inside the patient, when the mesh leg was thrown through the sacrospinous ligament with the capio device. The physician did a visual search for the needle but could not locate or retrieve it. The physician completed the procedure by attaching a stand-alone capio suture to the end of the suture (which the needle detached from). He pulled it through the sacrospinous ligament without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The uphold vaginal support system mesh assembly was not returned because it was implanted. Visual analysis of the returned capio open access suture capturing device showed that the gray handle was cracked in half and the two locking tabs were snapped off. No defects were observed with the carrier or the catch. Mechanical tests of the returned capio open access suture capturing device showed that the plunger depresses normally. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked capio device handle could not be determined.

Event description:
It was reported to boston scientific corporation that after successful placement of the first mesh leg during an anterior pelvic floor repair with apical support procedure using an uphold vaginal support system, the needle detached from the second mesh leg, inside the pt, when the mesh leg was thrown through the sacrospinous ligament with the capio device. The physician did a visual search for the needle but could not locate or retrieve it. The physician completed the procedure by attaching a stand-alone capio suture to the end of the suture (which the needle detached from). He pulled it through the sacrospinous ligament without further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.